Manufacturer narrative:
There is no product returning for analysis. (B)(4).

Event description:
It was reported via receipt of user facility medwatch report that during a knee arthroscopy (right knee patellar tendon repair) using the drill tip passing pin, the surgeon was drilling and a portion of the passing pin broke off into the patient¿s patella. The tip of the device remains in the patient¿s patella. The case was completed without an extensive delay. The patient¿s post-operative condition is unchanged and their bone quality was reported as normal. The length of the broken piece is unknown. The device has been retained by the reporting facility.